Event description:
The user facility reported that the listed device was in use with the patient for one day when the inflation line was found detached from the tracheal tube. The device was replaced. No incident related medical sequela was reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.